Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog one source pack, it was reported that there was an alteration in the disposable circuit that returned the blood to the washing bag. The use of the device was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted; no signs of holes or cracks were detected. The bowl was run a couple of times using deionized water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Conclusion: reason for the return was undetermined for returning blood to the washing bag. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.